Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right ventricular (rv) lead and the right atrial (ra) lead dislodged. Loss of capture at maximum output, variable and low sensing were also noted on the rv lead. The rv lead was reprogrammed and repositioned. The ra lead had pulled back and would not advance so it was removed and a pin plug was placed in the ra port of the implantable pulse generator (ipg). No patient complications have been reported as a result of this event.